Manufacturer narrative:
Visual evaluation of the returned device revealed that one association loop had split but not detached from the dilator.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a transobturator tape procedure. According to the complainant, during the procedure, the association loop split and came out of the delivery device slot. The complainant was unable to confirm that nothing detached. The procedure was completed with another obtryx halo system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during a transobturator tape procedure. According to the complainant, during the procedure, the association loop split and came out of the delivery device slot. The complainant was unable to confirm that nothing detached. The procedure was completed with another obtryx halo system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable".